Manufacturer narrative:
Additional information was not selected in supplemental report for device return. Product problem should not have been selected in initial report. (B)(4).

Manufacturer narrative:
A partial lead with the connector portion measuring 3.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was carried into the hospital experiencing asystole. A cardiac massage was performed and adrenaline was administered to the patient without success. The patient deceased. It was noted that the defibrillator activated shocks due to ventricular fibrillation on (B)(6). Upon interrogation of the defibrillator it was noted that the device was in backup operation but the physician suspected it was due to the electrical storm. It was noted that the patient also experienced a coronary artery spasm. There was no known allegation from a health care professional that suggests that the death was device related. The patient was last seen at the hospital on (B)(6) and no further information was reported.